Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed to attach. There was no patient harm, a repeat procedure was performed with no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to the event. Also, an endoscopy was performed prior to the procedure and the esophagus appeared to be normal. There was no lubricant used to facilitate capsule replacement.

Manufacturer narrative:
Additional information: correction:device evaluation one bravo ph delivery device was received for investigation. The guide wire was found to be bent. The capsule is attached to the guide wire and the needle is activated by pressing the plunger. The wire is elastic and if excessive force is applied or if the wire is kinked, the wire will remain permanently bent and may cause the capsule to not attach. The IFU for this device states, avoid bending or kinking the delivery device. Sharp bending or kinking can damage the delivery device, which will require the device to be discarded before use. Misuse of a bravo ph capsule with delivery device (such as sharp bending or kinking) results in an increased potential for damage to the delivery device and capsule, and possible patient injury. This issue was found to be a user error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed to attach. There was no patient harm, a repeat bravo procedure was performed with no in tervention required. There was nothing unusual about the patient or the procedure itself that may have led to the event. Also, an endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. There was no lubricant used to facilitate capsule replacement. The device has been returned for investigation.